Manufacturer narrative:
The inner lumen of the catheter was identified as clotted and was capped, with the connected tubing disconnected and discarded. The lumen was labeled do not use to prevent thrombus risk. Since the fiber optic readings were inaccurate, the pump was switched to an alternate arterial pressure source. The rn was guided to use a radial arterial line as the alternate source. After locating the correct transducer cable from available pumps, the rn successfully transduced the radial line to the pump. Blood pressure readings were restored to appropriate values, and the patient continued to be monitored. Guidance was provided on proper line management, and internal stakeholders were notified.

Event description:
The user contacted the emergency support program to report that the fiber optic sensor on the cardiosave balloon pump was displaying inaccurate blood pressure readings (40/20), likely due to a clotted inner lumen. Assistance was requested to establish an alternate arterial pressure source to ensure accurate pump timing. No patient harm was reported.